Event description:
A customer contacted beckman coulter inc (bci) reporting a clenz leak in the right side of the coulter hmx autoloader instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection at the time of the incident. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site but the details for service were not provided.